Event description:
Customer reported high blood glucose levels displayed as "high," but specific values were unknown. Cause was not known. Customer took corrective action by administering a correction bolus via pump and planned to change the infusion set. Recommendation was made to consult with a healthcare provider regarding diabetes management.